Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming and kept requesting "setup code". It was also reported that the pump will not load the cartridge. Subsequently, the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.

Event description:
Additional information received indicated that infusion was life sustaining.